Event description:
It was reported that during use of the attain catheter sure valve multiple device changes were performed and subsequently the valve no longer functioned and blood started flowing backwards. In addition, advancing of a guide wire became harder as blood was clotted inside the valve. The guidewire was extracted for flushing and cannulation was performed again. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).